Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial (B)(4), product type: lead. Product ID: 3777-60, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was removed due to a depleted battery (which was due to normal depletion) and due to a fracture of one of the leads. The patient was reported to have recovered without sequela. No further complications reported.